Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration. A review of the pump history did not indicate that loss of cartridge detection had occurred.

Event description:
During eval the force sensor was found to be out of calibration.